Manufacturer narrative:
Manufacturing date -- march 9, 2016 ¿ march 10, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products and therapy date: the event occurred sometime in (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during infusion of fluorouracil and glucose. The pump was empty after 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.